Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation ablation procedure with a webster ® cs catheter with ez steer® thechnology and auto ID and suffered cardiac tamponade requiring pericardiocentesis. After the transseptal puncture, prior to ablation, the patient had a drop-in blood pressure. A small effusion was then confirmed using intracardiac echocardiogram. Neosynephrine and fluid was administered, and the patient's pressure stabilized. The patient was then awakened from anesthesia. No further intervention was performed, and patient was transferred to the intensive care unit. The physician believes the effusion was a result of difficult coronary sinus (cs) cannulation, due to abnormal patient anatomy. The physician spent a considerable amount of time trying to place in the cs. Physician reported that the transseptal seemed straight forward. The physician did not indicate any biosense webster inc. Products contributing to the event. A baseline echo was not performed. Therefore, it is unknown if the effusion was present pre-procedure. No ablation was performed.